Manufacturer narrative:
Patient information was not provided. Sorin group received a report that the ultra retractor from the vc15 kit came apart during vein harvesting. A new kit was opened to replace the retractor and continue the procedure. There was no report of patient injury. The device has been requested for return to sorin group USA for further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the ultra retractor from the vc15 kit came apart during vein harvesting. A new kit was opened to replace the retractor and continue the procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group received a report that the ultra retractor from the vc15 kit came apart during vein harvesting. A new kit was opened to replace the retractor and continue the procedure. There was no report of patient injury. The complained ultra retractor was returned to sorin group USA for evaluation. Visual inspection of the ultra retractor confirmed the reported issue and found that the blue plastic railing of the retractor was completely disconnected from the device. One of the two tabs at the distal end of the railing that secures the railing to the retractor spoon was found to be completely snapped off. This failure mode has been previously recreated in the laboratory by applying significant torque directly to the rail. Torque testing found that approximately 16.7 in-lb of torque must be applied directly to the plastic rail in order to recreate the reported failure. This is approximately three times the torque specification of the device, and the ultra retractor instructions for use (IFU) state "do not use excessive force." Sorin group has concluded that the reported issue occurred as a result of excessive torque applied to the rail during use, contrary to the IFU.